Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
After review of medical records, patient was revised to address failed right total hip arthroplasty. Revision notes reported that there was some corrosion at the taper.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Event description: legal claim received alleging that the patient suffers from pain, discomfort, soreness, malaise, swelling, and loss of energy. Alleged also is immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries. Litigation also stated excessive levels of chromium and cobalt in patient's blood. Update rec¿d (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(4) 2014. Doi: (B)(6) 2006; dor:none reported (right hip). (B)(4). Event description: patient was revised due asr hip. Head, sleeve and cup removed. Doi - 2006, dor - (B)(6) 2017; right hip. Update ad 23 may 2018: (B)(4) were reopened under (B)(4). In addition to what was previously reported, litigation alleges suffering and emotional distress. Doi: (B)(4) 2006; dor: (B)(4) 2017; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.